Manufacturer narrative:
Additional information was received on (B)(6)2018. It was reported that a male patient underwent an ablation procedure with an ez steer thermocool nav 4 mm catheter and suffered cerebrovascular accident requiring an unspecified treatment and rehabilitation. Therefore, section sex, sex, was updated to reflect male for the gender of the patient. It was also reported that patient needed extended hospitalization for stroke management and intervention. Therefore section outcomes attributed to adverse event, is hospitalization initial/prolonged is selected. Additionally, the patient¿s outcome is improved and the physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Manufacturer's reference # (B)(4).

Manufacturer narrative:
The product was discarded; therefore, no product failure analysis can be conducted, and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 17459715m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with an ez steer¿ thermocool® nav bi-directional catheter and suffered cerebrovascular accident requiring an unspecified treatment and rehabilitation. Post-procedure, the patient suffered cerebrovascular accident. The patient was transferred to the stroke care unite to receive an unspecified treatment and rehabilitation. Patient was reported to be in stable condition. There¿s no information regarding extended hospitalization, patient¿s outcome or physician causality opinion. Should more information become available in the future, the reportability decision will be reassessed. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.